Event description:
It was reported by service report that the fowler cable slipped out of place and the fowler was not functioning. The fowler could not be locked in place or hold weight. No pt involvement or adverse consequences are reported.